Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the water did not flow toward bag during cataract surgery (with intraocular lens implant (iol)). The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected. The ball in the drip chamber¿s check valve did not move. A console representing the current software version was used to test the sample. The cassette was accepted by the console. However, the returned sample failed to prime and generated a system message code. Droplets of fluid flowed within the drip chamber and then the fluid stopped. The administration manifold was replaced with one from lab stock and the sample was tested again. The sample could prime successfully. No message code appeared on the screen. Fluid flowed from balance salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint is related to an error during the supplier's manufacturing process. The stuck ball valve observed in the drip chamber would have likely caused or contributed to the customer's reported event. Action will not be taken based on this occurrence. However, the supplier has been made aware of the issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).